Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of total parenteral nutrition (tpn). No specific programming parameters were provided. At that time, after the nurse loaded the tubing set into the channel of the device, the device alarmed with an alarm message of ensure flow stop is closed. The nurse removed and reloaded the tubing set into the same device. The device alarmed again with the same message. At that time, the nurse changed the tubing set. Therapy was started with the same device. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira by personnel.